Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the flushing of the line the patient felt a pop followed by some pain in the neck. A linogram showed leaking of contrast from the line due to a small hole in the line. The line was removed and a PICC line inserted instead. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), manufacturing instructions, documentation, quality control and a visual inspection of the returned device was conducted during the investigation. The visual examination reported the device showed signs of usage and a rupture was observed in the catheter. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints of any nature associated with this lot. The complaint was confirmed based on the findings of the returned product. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The device is shipped with an (IFU) that describes the intended use, specific items are addressed such as: warnings: "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately." Precautions: "silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or large will reduce the risk of catheter rupture." "Suggested catheter maintenance" is provided within the IFU which includes reference to the use of saline for flushing and creating a lock." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During the flushing of the line, the patient felt a pop followed by some pain in the neck. A linogram showed leaking of contrast from the line due to a small hole in the line. The line was removed and a PICC line inserted instead. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.